Event description:
A trident cup used in primary surgery (2004) has come loose and has moved in the acetabulum requiring revision surgery.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a trident cup (ref unknown).an evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).